Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 6940 lead, implanted: (B)(6) 2002. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. (B)(4).

Event description:
It was reported that the patient presented due to an alert. It was determined that the defibrillation impedance of the right ventricular (rv) lead exceeded 200 ohms. In addition, occasional noise oversensing was confirmed in the ventricle. The rv lead was reprogrammed and remains in use. A lead replacement is scheduled. No patient complications have been reported as a result of this event.